Event description:
A nurse reported that when the surgeon was changing from fluid to air, no air entered the eye. At the same time, the surgeon was aspirating fluid from the eye which resulted in a very soft/collapsed eye. When the doctor tried to change back to fluid to obtain normal pressure in the eye, no fluid came out. Infusion had to be performed manually with a syringe. However, the surgeon returned a completed questionnaire which indicated that when he attempted to go back to fluid after fluid-air exchange in a retinal detachment procedure, no fluid entered the eye. Due to hypotony, he unsuccessfully attempted to switch back to air. He again attempted to switch to fluid and it worked. The eye had been significantly hypotonic for a period of less than one minute. He noted that he had initially attempted to switch back to fluid in order to improve the view, as there was "fog" on the posterior capsule. There was no consequences to the patient as a result of the event.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).